Event description:
A physician reported that the vitrectomy probe did not cut or aspirate during vitrectomy surgery. The surgery was completed by replacing with another product on same day. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).